Event description:
Consumer using 1cc 29 ga syringe w/70/30 humulin insulin. After giving an injection into abdomen. The needle detached and embedded into the abdomen. Xray confirmed. Consumer was hospitalized for surgical removal of the needle. Awaiting return of the product for eval.